Event description:
It was reported that patient was very sick.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that on (B)(6) the manufacturer¿s representative interrogated the device and it was functioning normally. The patient¿s mother planned to make an appointment with another physician for further evaluation. It was her request to have the device repositioned to alleviate the pain that is believed to be caused by the location of the device. The device appeared to provide symptom improvement.

Event description:
It was reported that the patient had been hospitalized two times since implant due to dehydration and malnourishment. The patient had not been able to eat, had lost 22 pounds since implant, had not felt well, had been having extreme pain, and had been going downhill. It was noted that the patient was put on morphine for the pain. Additional information received reported that the patient¿s mother was told that the device was sutured to a tendon in the stomach and was inquiring about what type of tissue the device should be sutured to. It was noted that since getting the implant, the patient had not been able to walk and now had to use a wheelchair. The patient had been on narcotics to try to deal with the ¿horrible¿ pain since having the device removed and removal of the g-tube (gastrostomy tube). The patient could no longer take deep breaths, as that increased the pain. It was noted that they wanted to have the device removed, but the doctor stated that the tendon the device was sewn to would have to be removed because the device would be infused to the tendon. It was noted that the doctor told the patient¿s mother that he would have to ¿gut out the leads and repair stomach.¿ the patient¿s mother indicated that the doctor was not willing to look or check the integrity of the system. Subsequent information received reported from the patient¿s primary care physician (pcp) indicated that since implant, the device had not been adjusted. It was noted that no improvement had been seen with eating since implant, and the patient was mainly getting food via g-tube. It was indicated that when the g-tube was removed accidently when the ¿pacemaker¿ was implanted, the patient seemed better with her stomach pain. The patient continued to have pain where her device was implanted. The patient was a thin person, no fat, and had also been diagnosed with asperger¿s and tourette¿s symptoms. Further information received reported that the patient¿s implanting physician indicated that the patient¿s family was upset that a physician (outside of the implant hospital) pulled out the patient¿s g-tube. It was noted that the device was functioning normally.

Event description:
It was later reported that the patient was having "major complications". The ins was implanted in stomach tendon instead of in a pocket. The patient walked into the surgery and lost the use of her leg after surgery. The patient had been in wheelchair since implant. It was noted that the healthcare provider pulled the patient's g-tube out during the ins implant and the patient went "septic". The patient now had swelling at the ins site. The patient had CT yesterday ((B)(6) 2013) and it showed some sort of eroding/inflammation at ins site. Also, "hardening of skin" around the ins was noted. They had consulted with other healthcare providers and all believed the ins needed to be removed but no one would take her case. It was noted that the patient "doesn't have that much time" and it was noted that the patient was very ill. The patient was now malnourished and was not strong enough to fight off any potential infections. The healthcare provider was investigating the possibility of infection based on swelling that was now present. The patient was recently discharged from hospital. The patient went into the hospital about 2-3 a week. It was noted that the primary care provider could not interpret CT images because there was nothing to compare them to. They could not find any images of any kind of pacer or other medical device implanted in a tendon to compare with images of the patient's device. It was confirmed that a manufacturer's representative had contacted the patient. The primary care provider had set up appointment for the patient to meet the representative the next week. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).